Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there were flow issues and a blockage. There was no report of patient impact. The following information was provided by the initial reporter: where the blue connector hub connects to the tubing¿ she said the tubing feels obstructed.

Manufacturer narrative:
No product or photo was returned by the customer. It was reported by customer that "there is some obstruction at the beginning of this tubing..." The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5303-c lot number 22109023 was performed. The search showed that a total of 38,403 units in 1 lot number was built on 11oct2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there were flow issues and a blockage. There was no report of patient impact. The following information was provided by the initial reporter: where the blue connector hub connects to the tubing. She said the tubing feels obstructed.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.